Manufacturer narrative:
Additional information was received. This pacemaker was discarded at the hospital facility; therefore, a technical analysis could not be performed.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. As a result, this pacemaker was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. As a result, this pacemaker was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.